Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support during a supply change because the connector adapter was not twisting fully into place. The patient was instructed to remove the cartridge and attempt to twist the connector onto the device without the cartridge, but the issue persisted. The patient was then advised to replace the connector, after which the cartridge was able to be attached successfully. The connector lot number was documented, and replacement connectors were arranged to be sent to the patient after confirming the shipping address. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.